Event description:
It was reported that the caller experienced a discrepancy between the displayed time and the actual time on their device, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts in updating the pump time and was advised to monitor the situation and follow up if the discrepancy recurs, which the caller understood and acknowledged.